Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was provided the incorrect laser treatment on the left eye. The day of treatment was on (B)(6) 2016 and the date of discovery was on (B)(6) 2016. A brief description from the surgery center indicated the plus axis was entered instead of the minus on the near eye resulting in a residual cylinder. The patient¿s chief complaint was that was having problems with monovision. The patient is scheduled for an enhancement to correct the small amount of residual cylinder. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 .75 x -1.50 x 15, left eye pre-op 20/20 .75 x -1.00 x 164, bcva from (B)(6) 2016. Post-op from (B)(6) 2016: right eye post-op 20/15 .00 x .00 x 90, left eye post-op 20/15 .00 x .00 x 90.